Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred and no trace of moisture damage found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated that the device was exposed to rain while he was mowing the lawn. Blood glucose value was 221 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.